Manufacturer narrative:
Additional data: h6-health effect- impact code: "2199" should be removed and code "4629" should be added. H6- medical device code: "2993" should be added. D6b. "(B)(6) 2023" should be added. B5- the reporter indicated that the surgeon implanted a 13.7mm vticm5_ 13.7 implantable collamer lens of diopter -1.50/2.0/174(sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with the same model, shorter length lens and the problem was resolved. Reportedly "all fine!" And "patient is happy". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type event reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -1.50/2.0/174 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on(B)(6)2022. Refractive surprise was observed, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.